Event description:
It was reported that the first capsule failed to attach to the patient¿s esophagus. A second capsule was placed on the same procedure and still did not attach. The second capsule was still attached to the delivery system upon removal. A third capsule was placed on the same procedure and still did not attach. The third capsule remained attached to the delivery system upon removal. A fourth capsule was placed on the same procedure and still did not attach. The fourth capsule also remained attached to the delivery system upon removal. There was nothing unusual about the patient or the procedure. No lubrication was used to facilitate placement of the capsules. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#66428f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#66428f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#66428f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.